Event description:
Boston scientific received information that during the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) detected a shock impedance of >125 ohms on this defibrillation lead. A connection issue was suspected. The lead was reinserted into the header and the shock impedance was then 52 ohms. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the physician stated it was use error that they did not have on of the terminal pins connected correctly to the device. Information suggests this device and lead remain in-service. Should additional information become available, this event will be updated.